Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was loading hay and subsequently experienced syncope. The patient then received two shocks. Additional information was unable to be obtained. The device remains in service.